Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was a line in the middle of image acquisitions on lateral image acquisitions. There was no patient present when this issue was identified.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.